Event description:
Per (B)(6) (dealer) head motor drifts down. Provider states the unit in a residential home,enduser in the bed most of the time, no property damage or injury alleged. No further information provided.